Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and mesh was implanted. The patient reported that the mesh has eroded multiple times into the urethra tissue and it was noticed by a physician twice since the original procedure, during different unknown procedures, once in 2013 and again in (B)(6) 2016. Additional information has been requested.